Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. Difficult to position/guiding catheter resistance could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left main and proximal left anterior descending (lad) arteries. Pre-dilatation of the lad was performed with a non-abbott balloon catheter and a 3.0 x 15 mm xience prime stent was implanted. The left main was pre-dilated and a 3.0 x 12 mm xience prime was advanced in to a 6f guiding catheter, when resistance was met and strong force was applied and the hypotube portion still outside the anatomy kinked and separated. The catheter was removed and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.